Event description:
It was reported that upon interrogation, the pulse generator exhibited an error message. After the device was reset, normal functionality resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.